Event description:
Rptr returned a vns programming wand because it was "old". There were no initial complaints against the wand. During the prod analysis, a failure to program issue was identified and confirmed. The serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.